Manufacturer narrative:
Device evaluation: visual and tactile inspection of the catheter shaft revealed no irregularities. Microscopic examination of the balloon presented a longitudinal tear in the balloon wall. The tear was approximately 14mm long and located in the proximal end of the balloon. Microscopic examination of the balloon material at and adjacent to the tear presented to evidence of any material or manufacturing deficiencies that could have contributed to the tear. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
This event is responsible based on the product analysis approved on 03/24/2009. The stenotic lesion being treated was located in the calcified and tortuous distal superficial femoral artery. It was reported that during a sfa angioplasty procedure, the physician advanced the 3.0 x 40/135mm sterling balloon catheter to the lesion and attempted to inflate the balloon with an inflation device, and the balloon did not inflate. Contrast was seen escaping from the balloon into the vessel on fluoro. "No priming of the balloon was made prior to procedure." The procedure was successfully completed with another 3.0 x 40/135mm sterling balloon catheter. The device was removed intact. Pt status is reported as "stable". However, the returned product analysis revealed that the balloon was torn.